Manufacturer narrative:
This complaint is still under investigation. We will notify the FDA of the results of this investigation once it has depuy been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Attune impaction handle broke intra-operatively. All pieces were recovered. Red button separated from primary grey handle.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.